Manufacturer narrative:
(B)(4). Concomitant medical product: architect refurbished analyzer, list# 3m74-02, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Manufacturer narrative:
(B)(4), device MFR. Date: in the previous medwatch submission, the device MFR. Date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(6) 2010. The correct device MFR. Date was (B)(6) 2010 which has been corrected in this follow up submission. Type of remedial action initiated: the type of remedial action taken for this issue has changed from a correction to a recall. The customer issue is now being associated with remedial recall 3002809144-4/21/11-001-r for the architect havab-m reagent lot 93794hn00. The remedial action number was changed from 2623532-1/4/10-001-c to 3002809144-4/21/11-001-r to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number, and the type of remedial action taken by abbott.

Event description:
The customer stated one run of architect havab-m samples generated more (B)(6) results than typically expected. The customer stated ausab samples were assayed on the same run, therefore, the customer re-assayed the (B)(6) havab-m samples only and got the same results. The customer was asked to perform troubleshooting and further advised to recalibrate sample probe, re-centrifuge samples and rerun the samples. The customer was sent a new lot of havab-m calibrator. The customer stated the quality controls recovered within their expected ranges, and also stated probe replacement and probe recalibration did not change the (B)(6) results, therefore, the customer was also sent a new lot of reagent. The customer stated when the eight (B)(6) samples were repeated with the new reagent lot, (B)(6) results were generated (no data provided). The customer provided the following data of the (B)(6) results: (B)(6). The customer performed daily maintenance and re-ran this sample and a result of (B)(6) was generated. There was no impact to patient management, as the (B)(6) results were not reported out of the laboratory.